Manufacturer narrative:
All of the buttons are functioning properly. No button error alarm noted. The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, broken battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, stained endcap sticker and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose, keypad anomaly, cosmetic damage and battery out limit alarm. Customer's blood glucose level was 470 mg/dl. Customer experienced diabetic ketoacidosis and was hospitalized due to their high blood glucose levels. Troubleshooting for keypad anomaly was performed. Customer advised the drive support cap was normal. Customer advised they received a button error alarm then they pressed the esc and act buttons and realized the buttons were unresponsive. Troubleshooting for cosmetic damage was performed. Customer advised while doing yard work moisture may have went into the insulin pump and there were cracks all over the device. Customer cleared their battery out limit which occurred due to changing out the battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test. No moisture damage was found on the electronics, motor, battery tube or vibrator. However, found moisture damage on the keypad traces.